Event description:
It was reported that during a surgery the lightsource with a used fiberoptic cable overheated and burned the patient's leg. Furthermore, the sterile area was damaged due to burns. A second surgery was conducted with another cable and the same issue occurred.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The fiber optic light cable catalog# 0233050069 lot # 081628 was returned, but the customer complaint of ¿overheating¿ was not confirmed. Visual inspection: no obvious defects to the product functional inspection: the cable when illuminated; exhibited excessive broken fibers. Root cause: defective x8000 light source. Additional finding: excessive broken light fibers due to long usage material breakdown. In sum, the unit was returned, but the failure mode was not confirmed.

Event description:
It was reported that during a surgery, the lightsource with a used fiberoptic cable overheated and burned the patient's leg. Furthermore, the sterile area was damaged due to burns. A second surgery was conducted with another cable and the same issue occurred.